Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic duct stent placement procedure in the pancreatic duct, performed on (B)(6) 2021. During the procedure, when the physician advanced the stent through the guidewire and when it was pulled out firmly and forcefully, the guidewire may have bounce back and perforated and the pancreatic duct stent was also advanced through the guide wire and became perforated. A perforation of the pancreatic duct occurred while the device was in place. The procedure was completed in an emergency surgery to treat the perforation and a pancreaticoduodenectomy was performed. After that procedure the patient condition was stable and the patient was discharged.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.